Event description:
On (B)(6) 2012: customer reports via phone to product monitoring that during an unk pt procedure they were unable to fluoro, as the collimator had locked up the system. Customer stated procedure was completed without incident with the use of a c-arm. No injuries were reported.

Manufacturer narrative:
The customer reported to product monitoring (pm) of a no fluoro incident with the system during a pt procedure. The system was designed to not fluoro in the event of a problem with one of the accessories, in this case, the collimator. Problem identified in service manual under alarm/error codes, and correction given. Customer indicated to pm that they were able to lubricate the collimator blades and returned the system to full service. No further investigation needed.